Manufacturer narrative:
Medwatch sent to FDA on 09/02/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information provided by healthcare professional: patient was injected to the "frontal, corrugator, orbicular eyes" and symptoms appeared at the "inferior region of left sng" (nasogenal groove). Symptoms began to improve after 1 day and were completely resolved 14 days after injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of an allergy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported 4 days after injection with juvederm voluma patient developed "allergic in left side and in the next day, in right side too." A dermatologist recommended corticosteroids and ointment and there is "complete control of symptoms."

Event description:
Healthcare professional reported 4 days after injection with juvéderm¿ voluma¿ patient developed "allergic in left side and in the next day, in right side too." A dermatologist recommended corticosteroids and ointment and there is "complete control of symptoms." Follow up: patient was injected to the "frontal, corrugator, orbicular eyes" and symptoms appeared at the "inferior region of left sng" (nasogenial groove). Symptoms began to improve after 1 day and were completely resolved 14 days after injection.